Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received multiple alarms on his insulin pump, that the insulin pump went blank and that the insulin pump was not working at all. The customer's blood glucose was 500 mg/dl. The customer treated himself with a manual injection. The customer received an external ram crc error alarm, an unexpected restart alarm, a no delivery alarm and a motor error alarm. Troubleshooting was done. The customer stated that the display returned after inserting a new battery. The customer stated that he was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.